Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery due to a fluid leak and a proximal crossover. No source or location of the leak was identified. The device was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.